Event description:
On 8/23/2006, the manufacturer was notified by a medical supply representative that he received a report that one of the manufacturer's bench top centrifuges came apart. Follow-up teleconference initiated by the manufacturer's customer service representative to the user facility laboratory contact person identified that the device came apart during use. The contact person indicated that there were no injuries or deaths resulting from the incident.

Manufacturer narrative:
Evaluation summary: evaluation code results are not available at this time. At this time, the manufacturer is evaluating the incident device and current inventory to determine the causative factors of the incident and potential exposure, if any, in the product population. The determination of remedial action and/or product modification will be determined by evaluation results. Based on the isolated/first time occurrence of this incident and the incident free product use history, the company does not consider the occurrence of this incident an indication of an unreasonable risk of substantial harm to the public health at this time.